Event description:
The incident was reported as: catheter was used on an infant and wouldn't pass 4cm. When removed, it was noted guidewire had penetrated the sheath. No further information available on patient's status.

Manufacturer narrative:
The sample device has been received for evaluation, but investigation is ongoing at this time. Additional information was requested but was not received at the time of this report.